Event description:
It was reported patient attended for pre chemo bloods. PICC line flushed and was found to be fractured at 1.5cm. PICC was secured with secureacath. PICC line removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. Use residue was observed on the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the 1cm and 2cm depth marking. Microscopic inspection of the leak site revealed two small holes at the corners of the kink. Two other kinks were observed between the 3cm and 4cm and 5cm and 6cm depth markings. The observed kinks in the catheter shaft were consistent with damage accumulated through flexural fatigue. Compression of the indwelling catheter shaft may have also contributed to the catheter kinking. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient attended for pre-chemo bloods. PICC line flushed and was found to be fractured at internal site. PICC line removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: it is unknown what vein the PICC was inserted into. The exit site marking was 5cm and the PICC was secured with a securacath. The PICC was used for oncology treatment (fec"). There was no intervention to address occlusions. The leak was identified by patient symptoms (pain, swelling), the leak was outside of the patient and the break mark was at 1.5cm. Insertion date was 15th march 2024 and the incident occurred 6th june 2024. There are no x-rays to share. The catheter site was cleaned with chloraprep (3ml 2% chg 70% ipa).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient attended for pre chemo bloods. PICC line flushed and was found to be fractured at internal site. PICC line removed. No other information was provided.